Manufacturer narrative:
This report is associated with argus case (B)(4), super poligrip extra care with poliseal (zinc free formula).

Event description:
Choking. It was giving him the "whistle" [wheezing]. Case description: this case was reported by a consumer and described the occurrence of choking in a (B)(6) male patient who received double salt dental adhesive cream (super poligrip extra care with poliseal (zinc free formula)) cream (batch number pm5m, expiry date unknown) for dental care. On (B)(6) 2016, the patient started super poligrip extra care with poliseal (zinc free formula). On (B)(6) 2016, less than a day after starting super poligrip extra care with poliseal (zinc free formula), the patient experienced choking (serious criteria gsk medically significant) and wheezing. Super poligrip extra care with poliseal (zinc free formula) was discontinued (dechallenge was negative). On an unknown date, the outcome of the choking and wheezing were not recovered/not resolved. The reporter considered the choking and wheezing to be related to super poligrip extra care with poliseal (zinc free formula). Additional details, adverse event information was received on 26 september 2016. Consumer stated that he was calling because when he used the product, it was giving him the "whistle". He had it so bad, that he was almost choking. Super poligrip extra care with poliseal (zinc free formula) was discontinued on (B)(6) 2016.